Manufacturer narrative:
On(B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was defective. During the aspiration, air came into the valve; this happened directly after transseptal puncture. The physician held his thumb over the valve and hold a swab over it during the aspiration. It is unknown how or if the procedure was completed. It was confirmed the patient did not develop any neurological symptom nor any other consequence. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve was found in good conditions. Device was connected to a coolflow pump machine, and a leakage was observed on the handle area. For this reason, handle was removed, and the internal components were verified. It was observed that the leakage was originated on the join of luer hub and shaft. It was observed evidence of glue applied in this join however, the root cause of the leakage cannot be related to the manufacturing process, it could be related to the use since there is evidence that the device was manufactured in accordance with documented specification and procedures. Aspiration air reported by the customer could be related to the leakage found during the analysis. A manufacturing record evaluation was performed for the finished device 00001279 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was defective. During the aspiration, air came into the valve; this happened directly after transseptal puncture. The physician held his thumb over the valve and hold a swab over it during the aspiration. It is unknown how or if the procedure was completed. It was confirmed the patient did not develop any neurological symptom nor any other consequence. With the information available, this event is being also coded as ¿hemostatic valve-separation¿ given the fact that the customer complained about a defect with it. The physician had to hold his thumb on it in order to avoid the air passed the valve; this would most likely have happened because the valve was dislodged. Air flowing into the side port is MDR-reportable. Hemostatic valve separation is MDR-reportable.